Event description:
Implant placed 2002 noted to back out at screw plate interface on follow-up imaging in 8/2002. Received implant. Removal and revision to post instrumentation due to risk of pseudoaneurysm formation. Implant removed electively in 2002.